Manufacturer narrative:
Of the 4 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-71 years of age and between (B)(6) pounds. Of the reported patients, 2 were male and 2 were female.